Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain"), genital haemorrhage ("abnormal bleeding (general)"), neoplasm malignant ("tumor/ teratoma/ cancer-type") and pyelonephritis acute ("acute pyelonephritis") in a 34-year-old female patient who had essure (batch no. 982006) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device entrapment "dense fibro membranous tissue with mild reactive changes" on (B)(6) 2018. The patient's medical history included pap smear abnormal, human papilloma virus infection, ovarian cyst, polycystic ovarian syndrome, erythropapular rash, heart rate high, back pain, palpitations, hyperlipidemia, weakness, perineal pain, hyperandrogenemia, insulin resistance, cervical dysplasia and uterine fibroid. Previously administered products included for an unreported indication: depo provera and metformin. Family history included breast cancer. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pyelonephritis acute (seriousness criterion medically significant). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and flank pain ("flank pain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("degradation/general damage/special damage"), anxiety ("mental anguish/psychological injuries/anxiety"), anhedonia ("loss of enjoyment in life"), physical disability ("bodilyl impairment") and emotional distress ("humiliation/suffering"). On (B)(6) 2018, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition:enlarged uterus"), pelvic adhesions ("pelvic adhesions"), cervix inflammation ("cervix with mild chronic and acute inflammation") and adhesion ("serosal surface adhesion") and was found to have leiomyoma ("leiomyoma (measuring up to 1.2 cm);"). In (B)(6) 2018, the patient was found to have neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), deformity ("disfigurement") and psychological trauma ("related psychological injuries") and was found to have neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pyelonephritis acute, dysmenorrhoea and flank pain had resolved and the neoplasm malignant, neoplasm, teratoma, uterine enlargement, pelvic adhesions, cervix inflammation, leiomyoma, adhesion, vaginal discharge, general physical health deterioration, anxiety, anhedonia, deformity, physical disability and emotional distress outcome was unknown. The reporter considered adhesion, anhedonia, anxiety, cervix inflammation, deformity, dysmenorrhoea, emotional distress, flank pain, general physical health deterioration, genital haemorrhage, leiomyoma, menorrhagia, neoplasm, neoplasm malignant, pelvic adhesions, pelvic pain, physical disability, psychological trauma, pyelonephritis acute, teratoma, uterine enlargement, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: release catheter was retracted to deploy the outer coil. Three coils were counted outside of tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: enlarged uterus. Diagnosis: a. Pelvic adhesion; excision - dense fibro membranous tissue with mild reactive changes b. Uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy - cervix with mild chronic and acute inflammation - leiomyoma (measuring up to 1.2 cm, intramural location) - benign proliferative phase endometrium - serosal surface adhesions - bilateral fallopian tubes with no diagnostic alterations. Ultrasound scan vagina - on (B)(6) 2013: anteverted uterus is normal in size and shape. The endometrium appears normal the right ovary is normal in size and shape. The left ovary is normal in size and shape. There is no free fluid in thee cul de sac; on (B)(6) 2016: anteverted uterus is slightly enlarged. The endometrium appears normal bilateral ovaries could be c/w pcos. No ovarian cysts/masses seen; on (B)(6) 2017: anteverted uterus is enlarged and dense throughout, however, no fibroids are identified. The endometrium appears splayed. Suspect adenomyosis. The right ovary contains a 2.5 cm complex cyst with debris. The l t ovary contains a 4.5 cm complex cyst with debris. Color doppler reveals no abnormal flow to these complex cysts and normal flow through both ovaries; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: status post essure implants digital scout image shows bilateral essure implants in place as well as the catheter. Concerning injuries reported in this case the following ones were described in patient medical records: flank pain, menorrhagia, vaginal discharge ain, pyelonephritis, pelvic pain and enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product indication was added. Essure start date and stop date updated. Other relevant history and lab data updated. Essure lot number newly updated. New events added: acute pyelonephritis, enlarged uterus, pelvic adhesions, dense fibro membranous tissue with mild reactive changes, cervix with mild chronic and acute inflammation, leiomyoma (measuring up to 1.2 cm), serosal surface adhesion, dysmenorrhea (cramping), vaginal discharge, loss of enjoyment in life, degradation/general damage/special damage/bodily impairment, suffering,humiliation,related psychological injuries and mental anguish, tumor/ teratoma/ cancer-type, flank pain and disfigurement. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain"), genital haemorrhage ("abnormal bleeding (general)"), neoplasm malignant ("tumor/ teretoma/ cancer-type") and pyelonephritis acute ("acute pyelonephritis") in a 34-year-old female patient who had essure (batch no. 982006-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device entrapment "dense fibro membranous tissue with mild reactive changes" on (B)(6) 2018. The patient's medical history included pap smear abnormal, human papilloma virus infection, ovarian cyst, polycystic ovarian syndrome, erythropapular rash, heart rate high, back pain, palpitations, hyperlipidemia, weakness, perineal pain, hyperandrogenemia, insulin resistance, cervical dysplasia and uterine fibroid. Previously administered products included for an unreported indication: depo provera and metformin. Family history included breast cancer. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pyelonephritis acute (seriousness criterion medically significant). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and flank pain ("flank pain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("degradation/general damage/special damage"), anxiety ("mental anguish/psychological injuries/anxiety"), anhedonia ("loss of enjoyment in life"), physical disability ("bodilyl impairment") and emotional distress ("humiliation/suffering"). On (B)(6) 2018, the patient experienced uterine enlargement ("reproductive system disorder or condition type of disorder or condition:enlarged uterus"), pelvic adhesions ("pelvic adhesions"), cervix inflammation ("cervix with mild chronic and acute inflammation") and adhesion ("serosal surface adhesion") and was found to have leiomyoma ("leiomyoma (measuring up to 1.2 cm);"). In (B)(6) 2018, the patient was found to have neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), deformity ("disfigurement") and psychological trauma ("related psychological injuries") and was found to have neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pyelonephritis acute, dysmenorrhoea and flank pain had resolved and the neoplasm malignant, neoplasm, teratoma, uterine enlargement, pelvic adhesions, cervix inflammation, leiomyoma, adhesion, vaginal discharge, general physical health deterioration, anxiety, anhedonia, deformity, physical disability and emotional distress outcome was unknown. The reporter considered adhesion, anhedonia, anxiety, cervix inflammation, deformity, dysmenorrhoea, emotional distress, flank pain, general physical health deterioration, genital haemorrhage, leiomyoma, menorrhagia, neoplasm, neoplasm malignant, pelvic adhesions, pelvic pain, physical disability, psychological trauma, pyelonephritis acute, teratoma, uterine enlargement, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: release catheter was retracted to deploy the outer coil. Three coils were counted outside of tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: enlarged uterus. Diagnosis: a. Pelvic adhesion; excision - dense fibro membranous tissue with mild reactive changes b. Uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy - cervix with mild chronic and acute inflammation - leiomyoma (measuring up to 1.2 cm, intramural location) - benign proliferative phase endometrium - serosal surface adhesions - bilateral fallopian tubes with no diagnostic alterations. Ultrasound scan vagina - on (B)(6) 2013: anteverted uterus is normal in size and shape. The endometrium appears normal the right ovary is normal in size and shape. The left ovary is normal in size and shape. There is no free fluid in thee cul de sac; on (B)(6) 2016: anteverted uterus is slightly enlarged. The endometrium appears normal bilateral ovaries could be c/w pcos. No ovarian cysts/masses seen; on (B)(6) 2017: anteverted uterus is enlarged and dense throughout, however, no fibroids are identified. The endometrium appears splayed. Suspect adenomyosis. The right ovary contains a 2.5 cm complex cyst with debris. The l t ovary contains a 4.5 cm complex cyst with debris. Color doppler reveals no abnormal flow to these complex cysts and normal flow through both ovaries; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: status post essure implantsdigital scout image shows bilateral essure implants in place as well as the catheter. Concerning injuries reported in this case the following ones were described in patient medical records: flank pain, menorrhagia, vaginal discharge ain, pyelonephritis, pelvic pain and enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.